Event description:
It was reported that a user experienced a low blood glucose event of 51 mg/dl while using the ilet and subsequently treated the episode with oral glucose tablets, after which glucose returned to range. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included the need for self-treatment with oral carbohydrate and transient interruption of normal activities. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed no device malfunction identified and a cause for the hypoglycemia could not be determined. It was concluded that the event was related to hypoglycemia with an undetermined cause and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.